Manufacturer narrative:
The manufacturer received the product for investigation. During flushing the oxygenator with water on blood inlet side, a lot of clots have been rinsed on blood inlet side. A functionality test with the cardiohelp was passed successfully. The display p-ven showed no abnormality. A corroded sensor on blood inlet connector was noticed. The corroded sensor could be a probable cause for the reported failure. Therefore complaint could be confirmed. The manufacturer is aware of a similar complaints showing a similar malfunction. An internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. During tightness test a leakage between tube connection and blood inlet connector of the oxygenator was noticed. Furthermore a leakage from de-airing port was detected. For both failures a separate complaint was opened for tracking and trending. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The former mentioned mrb 14-02-010 was transferred into the nonconformance process with reference # (B)(4) with the following outcome: an investigation of reported oxygenators shows that the venous pressure sensors are corroded. A white crystalline substance was found on the pins of the pressure sensor. The priming solution led to electrolysis when the cardiohelp starts to run. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
October 20, 2015 03:30 pm (gmt-4:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) has requested the product back for investigation. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
Customer had an experience with dashed lines on pven display sometime after priming of a beq hls 7050. The clinician elected to use the circuit anyway to initiate support of a patient. At some point during the use of the circuit the pven display read 600 mmhg. Customer was not certain what manipulation caused the change in reading and expressed the opinion that the pven reading was not accurate. No replacement. No harm to patient. No delay in treatment. (B)(4).